Event description:
The customer reported approximately twenty (20) milliliters of blood fluid leaked under the laser module area and onto the table top during system startup involving coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the incident and cleaned up the fluid. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The customer has an exposure risk management plan at the facility. The field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) discovered fluid leaked under the flowcell due to loose tubing and replaced the 6" sample line due age. The fse removed and cleaned the stripper plate, inspected and flushed low vacuum pathway, and performed startup and verification inspection procedures. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. Beckman coulter, inc. (Bec) (B)(4).